Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6), 2019, a computed tomography (CT) scan revealed an inferior vena cava (ivc) filter within the infrarenal ivc with anterior and leftward tilt on long axis and abutting cephalad apex with left anterior lateral ivc wall. There was multi-filter strut perforation. Filter strut perforation was along the right anterior lateral aspect with a strut extending approx 4mm into adjacent adipose tissue. Another filter strut perforation was along the right posterior lateral aspect extending approx 5mm into adjacent adipose tissues. Another filter strut perforation was along the anterior aspect of ivc extending approx 1-2mm into adjacent adipose tissues. Filter strut perforation posteriorly by approx 2mm with filter strut extending into anterior longitudinal ligament of spine.

Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed an inferior vena cava (ivc) filter within the infrarenal ivc with anterior and leftward tilt on long axis and abutting cephalad apex with left anterior lateral ivc wall. There was multi-filter strut perforation. Filter strut perforation was along the right anterior lateral aspect with a strut extending approx 4mm into adjacent adipose tissue. Another filter strut perforation was along the right posterior lateral aspect extending approx 5mm into adjacent adipose tissues. Another filter strut perforation was along the anterior aspect of ivc extending approx 1-2mm into adjacent adipose tissues. Filter strut perforation posteriorly by approx 2mm with filter strut extending into anterior longitudinal ligament of spine.